Event description:
Dealer states : 96% o2 purity yet the orange light is flashing with a green o2 light on the front of the unit with 3 red and 1 green on the main board and a flashing orange light on the board as well.